Event description:
It was reported that the cup went into the patient's pelvis and the walls collapsed on the acetabulum. The stem was removed for exposure to the acetabulum. No further information is available due to surgeon and hospital policy.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. No further information is available due to hospital policy. No further information is available due to surgeon and hospital policy. Should additional information become available at a later time, the evaluation summary will be submitted in a supplemental report.